Event description:
It was reported that the pt underwent cataract surgery and was implanted with li61or lens. Post operatively, the pt experienced infection, edema and decreased vision. The cause is unk. The reporter notified bausch & lomb and all mfrs whose products were used during the surgery, as part of their inhouse compliance. The pt is still under treatment. Ez-28b injector and occucoat were also used during the procedure. Lens remains implanted in the pt's eye. Nothing to return. Add'l info has been requested but has not been received. Please reference MDR#s 1119279-2011-00242 for the delivery device and 00243 for the viscoelastic.

Manufacturer narrative:
Lens remains implanted in the pt's eye, therefore, it has not been returned to b & l. Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.